Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation but provided photos show the stent partially deployed and the inner catheter protruding the tip. The delivery system was seen to have been broken just distal to the t-luer adapter with filaments of the delivery system were extending out which shows that high tensile forces caused the breakage. The metal rod was bent just distal to the duo tube. The investigation is closed with confirmed results for partial deployment, break and material deformation. Based on the available information and the evaluation of the provided photos, the investigation is closed with confirmed results for partial deployment, break and material deformation. A definite root cause of the reported incident cannot be identified. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding general warning, the instruction for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the instruction for use states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in outer left iliac, the device allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.